Manufacturer narrative:
Covdien/medtronic reference number: (B)(4). The customer complaint that there was no audio was verified. The root cause was an open circuit. The device is being returned to the original manufacturer for evaluation.

Event description:
The caller stated the unit powers on but there is no audio signal. There was no patient harm reported.